Manufacturer narrative:
The insulin pump had alarmed button error and it had intermittent button response due to corroded keypad traces. During visual inspection no moisture damage was noted on the electronics, motor, battery tube, and vibrator assemblies. The device had cracked reservoir tub lip, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone, he had slipped by the pool, the device got and not its alarming button error. He attempted to shut down the device and when he was trying to stop insulin delivery it alarmed. Customer's blood glucose was 160 mg/dl. Customer the stated he fell into the pool and the device got wet. Customer's blood glucose was 260 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.